Event description:
Reporter indicated a vns patient had high lead impedance readings. The vns was disabled. The patient had no trauma and does not manipulate the vns. No x-rays have been performed. Vns lead revision surgery is not planned at this time.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.